Event description:
A customer from (B)(6) reported to biomérieux a false negative result for a pregnant patient in association with vidas® toxo igg ii test kit. The patient was known by the customer to be positive for txg (toxoplasma gondii) and was undergoing spiramycin therapy (3 cps/die) for an infection contracted during pregnancy. The patient sample was tested (B)(6) 2017 with toxo igg ii and the result was negative (1 ui/ml). The doctor noticed the result two days later and the same frozen sample was tested twice on (B)(6) 2016 producing a positive result (igg=94 ui/ml and 78 ui/ml). The customer also stated a test on (B)(6) 2017 was positive (igg=82 ui/ml). The customer stated that all test results on (B)(6) 2017 were repeated except for this patient result. The customer reported both negative and positive results to the physician. The results did not impact the treatment as the physician knew the patient medical history. The customer reported there was a delay of two (2) days for reporting the correct results. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed. The customer reported a false negative result issue on vidas® 3 with the kit vidas® txgii lot 1005234640 / (B)(4). For previous collections, the patient was always positive with txg. Biomérieux tested the customer return sample on the pv kit vidas® txg lot 1004319690 / (B)(4) when loading with the bar code reading. The result was positive with 81 iu / ml, which corresponded to the results previously obtained by the customer for this patient. Additional tests were performed by biomérieux, a positive and a negative sample were tested automatically with a bar code reading load and without bar code reading (manually validated load). The results were similar whether the loading was validated by bar code reading or within bar code reading by the operator. Sample positive 66 and 68 iu / ml and negative sample 0 iu / ml for both assays. The analysis of the logs did not show any anomaly of the system during the test performed by the customer. The vidas® 3 was working without issue during the testing. It is possible that if a sample was loaded without bar code reading and placed by the operator, a tube error could have occurred. This information is not visible on a result report or in the logs, but only in the detail of the result. There are no other complaints for this batch linked to the customer issue and there is no CAPA nor non-conformity linked to the customer issue. In conclusion, the kit vidas® txgii lot 1004319690 / (B)(4) is performing as expected.